Event description:
The cycles per second (cps) was out of range (low) on the high adjustor when using troponin l2kti kit lot 261 on the immulite 2000 instrument. The customer was not able to perform the adjustment of the instrument. There were no reports of patient intervention or adverse health consequences due to the inability to adjust the instrument.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2012-00280 on (B)(4), 2012.(B)(4) 2012: additional information: the customer received a new shipment of reagents and was then able to perform the adjustment for troponin.the cause of the customer's inability to perform an adjustment for troponin is unknown.the device is performing within specifications.no further evaluation of this device is required.

Manufacturer narrative:
The cause of the cps being out of range on the high adjustor is unknown.